Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that the after inserting the sensation plus 50cc intra aortic balloon (iab) catheter had leak. There was no patient injury reported.

Manufacturer narrative:
Updated fields - b4, e1event site mail ID, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field :d7(single-use device), h5(labeled for single use?) Additional point of contact: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), the assistant nurse manager/educator, requested support for an iab circuit leak alarm. Dr. (B)(6) responded promptly, verified no blood in the helium tubing, ensured all connections were secure, and resolved the issue by performing a fill and restarting therapy. The alarm only occurred once, and no patient harm was reported. The patient had a peep of 12, a forceful cough, and was tachycardic. Troubleshooting steps were reviewed and reinforced, with guidance provided for future occurrences. Based on the description, transient patient condition (forceful coughing and elevated heart rate) likely triggered a momentary pressure fluctuation in the iab circuit, leading to a single leak alarm. No equipment malfunction was identified, and the issue was resolved through standard troubleshooting procedures. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Parent ID: (B)(6).

Event description:
N/a.